Manufacturer narrative:
The device was unavailable for evaluation. It was reported that screws are backing out of the xtend plate post-operatively. The implanted surgery date occurred on (B)(6) 2024. A 3-level plate was used from c3-c6. Post-operative imaging showed that the screws at the bottom of the construct (c6 screws) had migrated anteriority. There are no plans to revise at this time. There will no adverse effects to the patient. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that screws are backing out of the xtend plate post-operatively.